Manufacturer narrative:
Based on the claim against the product by the customer noting the cable not connecting, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse checked and confirmed the nest pic was not selected. The fse reprogrammed the unit to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the vessel sealer extend (vse) instrument was not working with the e-100. The customer continued the procedure using the erbe with the vse. No errors in the logs. E-100 troubleshooting could not be completed with ongoing procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the erbe generator.